Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.

Event description:
The customer stated that air was trapped inside the reservoir compartment of the insulin pump. Air bubbles were not present in the reservoir.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 137 mg/dl at the time of the incident. The customer reported going swimming and after getting out the insulin pump began to die out and alarm with in a few minutes. The customer states air bubbles are trapped in the reservoir as well. The customer did not troubleshoot the issues. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan per the healthcare provider. The insulin pump will be returned for analysis.